Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: h4. *g4 was corrected in report number 2249723-2021-01650.

Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h10, h11. Corrected fields: b3, b5, d5, e1(event site email), e2, e3, g1(contact person).

Event description:
It was reported that before use on a patient, the cs100 intra-aortic balloon pump (iabp) will not start up when pressing the start key, a failed alarm sounded and did not allow the unit to complete the cycle. There was no patient involvement.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and after system analysis, the fse found that the manifold actuator was damaged and needed replacement. The fse placed in the unit a manifold (customer's part) to be able to have the unit functioning. In addition the fse reported that the unit needs the 5000 hour maintenance kit for the motor replacement safety disk. Therefore, the equipment will only be released after the kit and disk are changed. A supplemental report will be submitted after information is provided to us. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during testing of the unit, the cs100 intra-aortic balloon pump (iabp) will not start up when pressing the start key, a failed alarm sounded and did not allow the unit to complete the cycle. There was no patient involvement, and no adverse event reported.